Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) not working properly. Surgical intervention was performed, and a tear was found in the right cylinder. The cylinder was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination of the cylinder identified a detached outer tubing from the proximal cylinder body. When the cylinder was leak tested, a bulge presented in the inner tubing and a leak was found close to the rear tip consistent with fatigue. The fluid leak in the cylinder caused by fatigue could affect the functionality of the device; therefore, a conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) not working properly. Surgical intervention was performed, and a tear was found in the right cylinder. The cylinder was explanted and replaced. There were no patient complications reported.